Manufacturer narrative:
All information reasonably known as of 15-sep-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4)..

Event description:
Additional information received on 18-aug-2017 stated that the patient was stable and well, and went in for another nasojejunal (nj) tube passing. The reporter believes that the ballooning was caused by the pressure of trying to unblock tube, caused by the mother. No further information was provided.

Manufacturer narrative:
Patient codes: no code available - stuck in the patient's esophagus. The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 14-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that a patient was admitted to the hospital with a blocked gastronomy tube. It was noted that the tube ballooned in the middle, which resulted in it becoming stuck in the patient's esophagus. The admittance was for removal and re-insertion. No further information was received.